Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. Event occurred in the united states. On (B)(4). 2024, it was reported by the patient that six infusions set tube was damaged within 4 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.